Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips didn't fall correctly. There was no consequence to the pt.